Manufacturer narrative:
Qn#(B)(4). The reported complaint of misfire/jamming - misaligned staples was confirmed based upon the sample received. Visual examination revealed that the first three staples appeared to be misaligned. Upon functional inspection, the misalignment of the staples prevented the remaining staples from firing correctly. The sample was disassembled. Die casting were observed anomalies on the forming tool. No flash was discovered in the cover block. An investigation within teleflex was opened by the manufacturing site to further investigate this issue.a device history record review was performed on the device with no evidence to suggest a manufacturing related root cause. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported " skin stapler [has] issues, cannot work to close wound". It is also reported that this was found prior to use. No patient involvement reported.

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported " skin stapler [has] issues, cannot work to close wound". It is also reported that this was found prior to use. No patient involvement reported.